Event description:
Black coating is coming off scissor when wet. This facility has had two recent events of this type with this device. No patient or staff harm. Unclear why the black coating is coming off. No known changes to instrumentation handling/processing.====================== manufacturer response for micrins laser edge scissor curved iris, (brand not provided) (per site reporter).====================== spoke with manufacturer's rep. Would like scissors x2 to perform evaluation.